Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 06-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced twenty different incidents, which were associated with separate units, involving an unknown number of different patients. This is the tenth of twenty reports. Refer to 8030647-2018-00479 for the first patient. Refer to 8030647-2018-00480 for the second patient. Refer to 8030647-2018-00481 for the third patient. Refer to 8030647-2018-00482 for the fourth patient. Refer to 8030647-2018-00483 for the fifth patient. Refer to 8030647-2018-00484 for the sixth patient. Refer to 8030647-2018-00485 for the seventh patient. Refer to 8030647-2018-00486 for the eighth patient. Refer to 8030647-2018-00487 for the ninth patient. Refer to 8030647-2018-00489 for the eleventh patient. Refer to 8030647-2018-00490 for the twelfth patient. Refer to 8030647-2018-00491 for the thirteenth patient. Refer to 8030647-2018-00492 for the fourteenth patient. Refer to 8030647-2018-00493 for the fifteenth patient. Refer to 8030647-2018-00494 for the sixteenth patient. Refer to 8030647-2018-00495 for the seventeenth patient. Refer to 8030647-2018-00496 for the eighteenth patient. Refer to 8030647-2018-00497 for the nineteenth patient. Refer to 8030647-2018-00498 for the twentieth patient. It was reported that a flex connector disconnected during the suctioning process. It was replaced with no impact to the patient.